Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021. Customer complained about having critical pump error 35 alarm. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus, however, comlink3 was used to download. Comlink3 traces indicate that a critical error triggered the critical pump error (open book image) alarm. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error 35 due to critical pump error (open book image) alarm. Device was cut opened, during visual inspection and found moisture damage on the j2/electrical board 1, j1/electrical board 2, 40 pins flexible, battery connector, force sensor. The force sensor measurement was within specification range. Device had scratched case. Device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, insulin pump was received with critical pump error (open book image) alarm. Unable to verify pump error 35 and unable to download insulin pump history due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.